Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to provide additional information regarding the issue. There was no adverse impact to the customers blood glucose level.